Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic including cerebral infarct. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a distal aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses (tgu343420j/17808466 and tgu282820j/14698917). Prior to the endoprostheses implanted, a left common carotid-left axillary artery bypass was prepared with a gore® propaten® vascular graft. A 24-fr gore® dryseal flex introducer sheath was advanced from the right side, and through the sheath, two endoprostheses were successfully deployed below the brachiocephalic artery. Additionally, a non-gore manufactured stent was implanted as a chimney stent in the left common carotid artery to maintain blood flow. The patient tolerated the procedure. On the same day, postoperatively when the patient got awaken from anesthesia, she suffered from cerebral infarct. It was reported that there had existed excessive thrombus in the patient¿s thoracic aorta (¿shaggy aorta¿), which could have caused or contributed to the cerebral infarct. The patient has been monitored.